Event description:
Dealer called stating that the cane was allegedly taken out of the box, laid on the floor, and snapped at a weld. No end user involvement. No injury. The malfunction has not been confirmed.